Event description:
Voluntary medwatch received noted that the right ventricular lead displayed oversensing of t-waves. No further information was given and patient status was not provided.

Manufacturer narrative:
UDI not available as the product information was not provided.